Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 140 mg/dl and 83 mg/dl, while using the suspect device. Reporter indicated that patient's therapy was not modified based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.